Event description:
Medtronic received a report that three concerto coils were found to have a kink. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Additional information was received that the cause of the coil kink was not determined. There were no issues that resulted in the damage that was found.

Manufacturer narrative:
H3: product analysis of nv-3-8-helix, lotno:226456895 found the concerto pushwire kinked at ~3.3cm and broken at break indicator ~7.9cm from proximal end. The concerto implant coil was already detached and returned. The implant coil was found to be stretched and damaged. No other anomalies were observed. Based on the device analysis and the reported information, the customer¿s report of ¿coil kink/damage¿ was confirmed as the concerto implant coil was found to be damaged; however, the cause of the damage could not be determined. Possible causes are coil is not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation, user advances or retracts the coil against resistance. There were no reported issues pushing the concerto implant coil from within the introducer sheath during preparation per IFU. It is possible the implant coil became damaged when retracting the implant coil following hydration medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.